Manufacturer narrative:
H.6. Investigation: customer returned a photo of 1cc u40 insulin syringes in blister packs from lot # 7353557. Customer states that plastic quality due to which plunger movement cannot be controlled properly leading to painful administration. The attached photo was examined and exhibited dark material in the blister packs of the syringes, but the identity of this material cannot be determined. It is difficult to determine if there are any defects with the plunger or cannula that could cause a painful injection solely from the attached photo. A review of the device history record was completed for batch# 7353557. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (fm in blister) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (flimsy product, plunger difficult to operate, needle pain) process summary: the blisterpack machine packages the syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into sets of 5 blisters. Sealed blisters are then conveyed and picked and placed into a shelf carton. The full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. The cartons are then conveyed to the case pack. Once five cartons are in position, a shipper case is erected and the five cartons are shuttled into the erected case, which is then conveyed to be glued shut, labeled and palletized. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. A definitive root cause cannot be determined.

Event description:
It was reported that 1.0ml bp 31g x 6mm u-40 insulin syringe was of poor quality. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the quality is very poor and seems like duplicate.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1.0ml bp 31g x 6mm u-40 insulin syringe was of poor quality. This occurred on 5 occasions before use. The following information was provided by the initial reporter: the quality is very poor and seems like duplicate.